Event description:
It was reported by the customer that device has a general test error. There was no reported of patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.